Event description:
The customer reported that the device would restart / reboot / reset itself when running the user initiated operation check.

Manufacturer narrative:
(B)(4). The customer reported that the device would restart/ reboot/reset itself when running the user initiated operation check. There was no report of pt involvement or adverse pt impact. The philips subsequently confirmed this maljunction. This malfunction was resolved by replacing the processor pca.